Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5085535 that a patient underwent a breast surgery with gel mentor memorygel breast implant 325cc breast implants and experienced ¿I had mentor textured breast implants and became immediately ill. I've been to urgent care 4 times, ER once and numerous doctor visits and tests. I'm having them taken out on (B)(6). Had problems after switching from one product maker to another maker¿. As a result, the patient had undergone removal on (B)(6) 2019. This medwatch is for the right breast implant.

Manufacturer narrative:
On 5/14/2019, a manufacturing record evaluation (mre) was performed for the finished device number 6853060, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).